Manufacturer narrative:
A sample device was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a vitrectomy was performed on a patient that was having an intraocular lens (iol) implanted. The lens was removed from the eye and another lens was implanted instead. In a follow up, the reporter indicated that the posterior capsule had ruptured. It is unknown as to the cause of the rupture. Additional information has been requested.